Event description:
It was reported that during a meniscus sewing surgery the first implant could not be deployed. No part of the device broke inside the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number but different batch number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-4500 meniscal cinch (no batch indicator present) was received for investigation. Visual inspection identified that the first trocar had been deployed, but no implant nor suture construct was present at the distal tip. Further inspection identified that the sutures of the first and second trocar had been entangled, and the first implant had slipped from the trocar. This is most likely the result of mishandling by the end user.